Event description:
Philips received a complaint on the heartstart xl+ defibrillator/monitor indicating that the device was showing an ECG device error during ops check. No patient or user harm was alleged in this case. The device was evaluated onsite. The field service engineer (fse) indicated that visual and functional testing were performed. The unit passed all testing and was cleared to be returned to use. Based on the information available and the testing conducted we were unable to replicate the reported problem. The device was confirmed to be operating per specifications and no failure was identified. The device remains at the customer's site. No further action is warranted at this time.